Manufacturer narrative:
Concomitant medical products: 3387-40 dbs lead, implanted: (B)(6) 2003; 7482-51 adaptor, implanted: (B)(6) 2003; 7426 dbs, implanted: (B)(6) 2008; 7426 dbs, implanted: (B)(6) 2008; ddmb1d4 ICD, implanted: (B)(6) 2019; 6947-55 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient presented with dizziness and bradycardia. It was also reported that artifact was observed on the ra lead and that no sensing / pacing was observed on the ra lead electrograms (egm). No further patient complications have been reported as a result of this event.